Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of overfeeding. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The unit has been tested and recertified per procedure and the software was updated. The unit was in proper operation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-29 on 2017-09-28. The reported provided additional details. As a result, section b5 and h6 were updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump was over feeding. On (B)(6) 2017 the reporter provided additional information and stated that the patient was on continuous feeds. The volume in the feeding bag to feed was 180 ml, 112 ml to last 2 hours at rate of 56. The actual volume delivered was 180 ml in 2 hours and the bag was empty but the pump read that it infused 98ml so the display was inconsistent.

Manufacturer narrative:
Submit date: 2017-09-28.

Event description:
According to the reporter, the enteral feeding pump was over feeding.